Event description:
It was reported that ballast was installed to the x8000 console, the unit showed the error code e1.

Manufacturer narrative:
Additional info will be provided once investigation is completed.